Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges: patient began experiencing increasing pain in his hip.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges: patient began experiencing increasing pain in his hip. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update: 3/17/2014 - sales rep reported revision surgery. Patient was revised to address pain. The adapter sleeve is being added to the complaint.